Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received indicated that the revision was due to malalignment. The patient had pain. The tray sitting up required the use of a thinner insert.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). This patient has a left total attune knee done by surgeon. It is unknown when the knee was done. On xray, the femur has osteolysis and the tibia looks loose and has fallen into varus. The surgeon revised these components, and it turns out the femur and tibial tray were well fixed and difficult to remove. The patella was well fixed and retained. New implants were inserted. The tibia was prepped for an attune revsion tray. The stem was overreamed by 1mm, the broach was fully seated. The real implant did not sit fully. It sat up 2mm. This seems to be a common event when using the attune revision system. All the trials sat perfectly, and the real implant would not seat fully. The pressfit is too much. No delay in surgery.